Event description:
It was reported that the foreign material adhered to the tip of the zimmer pulsavac plus. The customer used and finished the surgery with an alternative one. Additional info indicated that the reported issue was noted prior to use; however the reported contaminated product entered the sterile field. There was no pt harm or surgical delay/extension reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Manufacturer narrative:
Incoming visual inspection confirmed that brown spots were prevalent on the pliable shield. The contaminated area was inspected under a digital video microscope. The dark brown spots were embedded inside the housing wall and could not be removed with any cleaning agent. The particulate contamination is most likely minute pieces of burnt plastic that was left in the mold when the injection process occurred. This reported event is determined to be acceptable to the zimmer surgical manufacturing and inspection specifications. No relevant anomalies or issues were reported on the device history record (DHR) for the device and no issues were noted in the review of the manufacturing and inspection procedures.